Event description:
On september 22nd, the user contacted dario to report high blood glucose (bg) readings. The user reported that one week prior to contacting dario, he began receiving bg readings in the 200 mg/dl range, and remained at that level for three days. Due to the above, the user had his doctor test the user's bg level, which read 110 mg/dl. The user also stated that this is the second time that he experienced this issue.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.